Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device eval by manufacturer? Annex a: a25. Annex b: b01. Annex c: c19. Annex d: d14. Annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion could not be confirmed or replicated. The returned device was fully evaluated, and no other issues or anomalies were observed during the laboratory testing. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. All inspected parts were manufactured by bd. A review of the pump module error logs showed no errors or malfunctions that were relevant to the customer¿s complaint. The customer reported an event date of (B)(6) 2025. The facility did not provide infusion details. The review of the logs is based on the last programmed infusion administrated by the suspect device (s/n (B)(6) ) on (B)(6) 2025. At 10:36 am the unit was selected and an infusion started with the following parameters: rate: 5 ml/hr and volume to be infused (vtbi) of 25 ml. At 2:01 pm the infusion was stopped because the unit was channeled off. The performed one-hour laboratory timed rate accuracy testing observed the device delivering fluids as programmed, within specification, and with no observed periods of unregulated flow. Testing of the incident administration set could not be performed to determine if any issues existed with the primary set since the incident administration set was not returned for investigation. Alaris system user manual (v 12.3.1) states the proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. In addition, the manual states within warnings to avoid the following conditions that can cause a slower flow than expected (under infusion): avoid positioning the pump module below the patient heart level. Avoid hanging the solution container below the pump module. Avoid using small inner diameter catheters with high viscosity solutions at flow rates above the rates listed in the recommended flow rates by catheter size and type of infusate (can cause back pressure). Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported under infusion could not be determined. The returned device was fully evaluated, and no other issues or anomalies were observed during the laboratory testing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that would bolus at start of infusion, patient did not receive any medication and unable to replicate issue, but the motor is making aloud sound. There was patient involvement however patient harm is unknown. Although requested, additional information was not provided.

Event description:
It was reported that would bolus at start of infusion, patient did not receive any medication and unable to replicate issue, but the motor is making aloud sound. There was patient involvement however patient harm is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.